Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, bumpy, skin irritation under the lifevest garment and on other parts of his body. The patient believes the skin irritation is caused by "nerves". It's unclear if the lifevest caused the skin irritation. The patient's physician advised the patient to remove the lifevest, and prescribed: hydrocortisone cream - proctozone - hc 2.5%, triamcinolone, and antibiotics for the skin irritation. Follow up indicated that the skin irritation is improving. There was no alleged device malfunction contributing to the irritation.